Event description:
Additional information received reported that the patient was reporting considerable discomfort, and was also exhibiting some aspect of various complaints including her cervical spine. There was a concern of a sense of depression. The patient was to have a pump replacement (due to pump movement, reported in manufacturer¿s report #3004209178-2013-16261).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2012, a pump study was performed and the ¿port was found to be plugged¿. The reporter noted the pump was checked on two different occasions. The patient has had problems with the pump where it gets "temperamental once in a while" and that the pump "hiccups" for up to an hour where the patient did not get any drug, and then the patient received a big dose after that. The reporter stated the daily dose was increased 10% on (B)(6) 2013, and prior to that it was increased 15% on (B)(6) 2013. The reporter noted that eri was in 7 months and they were going to have it replaced, but then she experienced neurological issues due to being "whacked in the head a couple of weeks ago", thus the neurologist said they could not give clearance for the pump replacement for at least 2 months. The patient was hospitalized due to the head injury from (B)(6) 2013. It was further reported that the patient was supposed to have a magnetic resonance imaging (MRI) study, but was told they could not have it because the pump needed to be read post MRI, and the clinic was too far away to have the pump read. The reporter was redirected to the patient's health care provider (hcp). The pump system was being used to deliver clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.